Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for return of the device. A supplemental report will be submitted if the device is received. A lot history review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 btt port balloon bust. This occurred during the branch ligation portion of the procedure. The harvester stated that approximately 20 cc's of air had been injected into the balloon. Also stated that the patient's leg was very large and had to be manipulated multiple times during the procedure in order to obtain exposure. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).